Manufacturer narrative:
Concomitant medical product: w1tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning for low impedance on the left ventricular (lv) lead. It was noted this was a known condition. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.